Manufacturer narrative:
On 9-mar-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. Mre review: a manufacturing record evaluation was performed for the finished device lot number 31707001l and no internal action related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after the cardiac ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced dizziness and a MRI (magnetic resonance imaging)/examination confirmed cerebrovascular accident (cva)/stroke. The report indicated that after the procedure was performed with varipulse catheter, the patient visited the hospital due to dizziness, and MRI revealed cerebral infarction. The physician's assessment of health hazard was not serious (moderate/minor). No extension of hospitalization was reported. The relationship with the product is causal. The information received indicated that the patient continued to experience dizziness after discharge, and cerebrovascular accident (cva)/stroke was confirmed by the examination and MRI. The event was symptomatic. The patient is currently followed up with medication. The patient¿s symptoms have not resolved. No extension of hospitalization was reported. The number of pf (pulse field) ablation applications was 25times. The ablation applications site was within the pvi (pulmonary vein isolation)/pv¿s (pulmonary veins) only, and there were no ablations outside the pvi/pv¿s. The flow rate was 30ml. There was no catheter malfunction. The procedural act (activated clotting time) before procedure was 350 seconds over. "Pef (peak expiratory flow) disease" was noted. The date of the event was 19-nov-2025. No relevant tests/laboratory data or other relevant history/preexisting condition noted. The catheters exchange was one catheter was used. One transseptal puncture site was performed during the procedure. No evidence of char/ blood thrombus/clot during the procedure. The patient did not have a previous history of stroke. A trupulse generator and ngen pump were used for the procedure.

Manufacturer narrative:
On 22-jan-2025, bwi received additional information indicating that the patient had a symptom of dizziness since the day after the procedure ((B)(6) 2025) and was visiting the hospital. It was also clarified that when the patient's disease was reported as "pef", the medical team meant persistent atrial fibrillation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).